Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter and a broken thermocool smarttouch sf catheter issue was observed. It was reported that the operation, the thermocool smarttouch sf catheter could not advance in the outer sheath due to the impediment. The thermocool smarttouch sf catheter was found broken. The second vizigo and catheter were used to complete the operation. There was no report on adverse event on patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-jan-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter and a broken thermocool smarttouch sf catheter issue was observed. It was reported that the operation, the thermocool smarttouch sf catheter could not advance in the outer sheath due to the impediment. The thermocool smarttouch sf catheter was found broken. The second vizigo and catheter were used to complete the operation. There was no report on adverse event on patient. The device evaluation was completed on 29-jan-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the tip was broken around the pebax area just below where the second electrode would be, the helix inside the device was broken along with the pebax and the internal components including the vectran cords, puller wire, and electrical wires, it is unclear how the damage occurred as the dome of the device was not returned for investigation; however, the records of the device indicate that it passed all the test and inspections necessary per process flow, no manufacturing defects were observed in the portion of the device returned for investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The tip issue reported by the customer was confirmed. The potential cause of this issue remains unknown, it could be related to the handling of the device as stated in the event description; however, this could not be conclusively determined. The instructions for use contain the following recommendation: do not use the catheter: with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. Do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter. Do not scrub or twist the distal tip electrode during cleaning. Always pull the thumb knob back to straighten the catheter tip before insertion or withdrawal of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter and a broken thermocool smarttouch sf catheter issue was observed. It was reported that the operation, the thermocool smarttouch sf catheter could not advance in the outer sheath due to the impediment. The thermocool smarttouch sf catheter was found broken. The second vizigo and catheter were used to complete the operation. There was no report on adverse event on patient. The picture investigation was completed on 13-dec-2024. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the tip of the catheter was observed completely separated. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. D4. Primary UDI number, d4. Expiration date and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).